Event description:
It was reported that the one of the vials within the package was observed to be broken upon arrival. The event occurred upon receipt of the product. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Customer discarded the device.